Manufacturer narrative:
Additional information/device evaluation: the catheter was returned in segments. Analysis of the catheter revealed ¿no significant anomaly ¿ slice cut¿. (B)(4).

Event description:
It was reported, the patient and clinician noted a loss of clinical effect approximately three months ago ((B)(6) 2013). A dye study was attempted, but it was unable to be completed due to the inability to aspirate from the catheter access port (cap). A medical work up was done, the logs were assessed, and x-rays were completed as well. Previously, the patient had a good response to intrathecal baclofen (itb) therapy. It was reported, the catheter was replaced on 2014 (B)(6) due to a catheter occlusion. The cause of the issue was undetermined and the issue resolved. The patient¿s status at the time of this report was ¿alive- no injury¿. Signs and symptoms of the event included increased spasticity and the location of the issue or symptoms was the catheter track. The pump was being used to deliver baclofen. It was further reported, the patient was going back into the operating room today due to a significant amount of clear drainage from her back incision. It was also reported, the patient had been having ongoing headache and some nausea. It was noted preoperative, a CT scan was done and the report said it was difficult to evaluate the catheter "because, the catheter was not radiolucent and the path of it could not be followed". It was also reported, they did not see any definite discontinuity in the intraspinal portion and the extraspinal portion was intact. In (B)(6) 2013, the patient does was 275.2mcg/day, but it was unknown if it was increased after that.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
Additional information later reported the patient was doing well and receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.